Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, vaginal scarring, and urinary problems. It was reported that patient underwent excision of extruded vaginal mesh with closure of vaginal defects on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh and ams intepro lpp y sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total robotic hysterectomy, robotic sacral colpopexy.